Event description:
It was reported that during the surgery for a reverse shoulder replacement with a modular glenoid system, the drill bit broke during drilling. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as one unpackaged ar-9628, 3.0mm drill bit, batch number 022321, was received for investigation and upon visual inspection, it was observed that the drill tip is broken off (see evaluation picture 3). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.